Event description:
Nurse using non-sterile/powdered gloves for infection control policy in the health care practice. She has progressive dermatitis even after switching to non-powder/non-sterile gloves.